Event description:
Hcp reported pt infection. Signs and symptoms were redness, swelling and drainage. The primary location of the infection was the device pocket. Cultures were obtained and the organism found was mrsa (methicillin-resistant staphylococcus aureus). The pt was treated with both IV and oral antibiotics and a partial device system explant (generators and connector wires). The pt was reimplanted with bilateral generators in 2004. The devices were explanted and returned to the manufacturer for analysis.